Event description:
Reporter has been using the solution for the last 4 years. Over the past year he has had blurred vision, watery eyes and pain. He thought it was the contact lenses and saw the optometrist who diagnosed an infection. Reporter has had to stay indoors and has missed work because of this. Sometimes he cannot open his eyes; light bothers him. The symptoms he has are like other patient's symptoms and he has found out that the solution has been recalled when he went to make another purchase.